Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. The therapy pcb assembly was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.